Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
"It was reported that during a right femoral nail procedure, the sleeve was coming loose from the targeter on impaction and the lag screw reamer would not stay in its locked position. Post-operatively, the sleeve seemed to be fine but one of the grooves on the targeter was broken off. Surgery completed successfully with no delay."